Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00428. The patient ((B)(6)) was implanted with two percutaneous leads from different lots. It was reported the patient was not experiencing effective stimulation. X-ray imagery confirmed lead migration. Surgical intervention was undertaken to explant the patient's therapy system per his request.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.